Event description:
Facility alleges the foot hi/low is drifting down. There was no reported injury or incident.

Manufacturer narrative:
Bed located in bed repair area. Isolated the coil then the valve. Replaced the foot down valve to resolve this issue.